Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two weeks post placement, it was found that the anticancer drug, rituximab, had been collecting in the dressing near the insertion site. Catheter flush was conducted in order to confirm leakage, but no problem was revealed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 4 fr groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration; however no leaks were observed. Some tensile weakness was observed in the catheter approximately 8 cm proximal to the distal end of the catheter. A microscopic observation revealed some small impressions and tensile weakness in the catheter approximately 2 cm proximal to the distal end of the catheter; this may have been caused by the process of removing the catheter or by clamping of the catheter during functional testing. No other damage was observed on the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two weeks post placement, it was found that the anticancer drug, rituximab, had been collecting in the dressing near the insertion site. Catheter flush was conducted in order to confirm leakage, but no problem was revealed. There was no reported patient injury.